Event description:
Healthcare professional (hcp) reported pt (pt) receiving hemodialysis on 1550 device. Hcp reported pt weight after treatment (tx) was 1 kg below goal dry weight. Hcp reported pt was asymptomatic during tx and no medical intervention was necessary. No pt injury resulted from this event.